Event description:
Implant placed 12/12/95. It was removed 12/19/95 due to pain. Implant was placed close to the mandibular nerve, which dr believes may have resulted in pain. Pt was a nonsmoker. No contraindications for implants. One person affected.